Manufacturer narrative:
The returned device was evaluated and received with cannula not visible outside. Pod download data revealed that it completed first and second priming, and then deactivated. During the device opening process, the needle/cannula deployed. The bottom housing window exit was found damaged, indicating that the needle was pushing against the bottom housing when it deployed. So, it could be determined that the chassis sub assembly was incorrectly installed into the bottom housing sub assembly during manufacturing process, that resulted in the cannula/needle tip misaligned in the environmental seal/cap. When deployed, the formed needle extracted out along with the soft cannula. After opening the top housing, formed needle was found not seated in the slide retract. The slide retract had also damaged where the formed needle rested, indicating formed needle was incorrectly installed. But it could not be conclusively determined if it occurred due to the chassis sub assembly incorrectly installed or if it linked to the reported event of needle not deployed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod both the cannula and the needle had not deployed. The pod was not worn.